Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted cuts in the outer insulation at 17 centimeters (cm) and 31 cm from the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited an increase in pacing threshold measurements. It was determined that the lead had dislodged. An invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.